Manufacturer narrative:
Product complaint #: (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and the suture was used. At the moment of opening the suture, the suture package did not open properly, thus contaminating the thread. There were no patient consequences reported.